Manufacturer narrative:
The plate was explanted during the month of december.

Event description:
Post placement of an acumed olecranon plate, the plate broke. The plate was removed from the pt and another acumed olecranon plate was implanted.